Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 660 mg/dl. The customer administered a manual injection to address bg level. The customer continued to use the pump for insulin therapy.